Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device was received with a hole observed in the electrode array. The root cause for this could not be reliably determined in our lab. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
Following a novasure endometrial ablation the physician performed a hysteroscopy and "visualized a piece of the mesh from the device was left in the cavity. It was found on the wall of the uterus." The physician "successfully retrieved" the piece. No additional intervention was required. The ablation was completed and the pt was discharged home.